Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is unknown.

Event description:
It was reported by the affiliate via cst that when deploying the truespan 24 degree peek into the meniscus, the first anchor remained in the tip of the needle shaft but did not deploy into the back of the capsule upon squeezing the trigger. The surgeon maintained firm pressure to avoid kickback and the audible click sounded normal. The truespan was abandoned and another truespan was used in its place. The faulty implant was discarded. There were no adverse effects to the patient or the surgery. 1 minute procedure delay. The repair is only through the meniscus. The surgeon was not off axis. No bone hole used. The implant was removed and no debris was left in the patient. The surgeon penetrate the meniscus all the way to the depth stop. The tip of the needle is in scope view was through the meniscus and not at time of deployment. The surgeon used a probe during deployment of first anchor and not at the stage of the surgery.

Manufacturer narrative:
Synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report depuy may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint states that the device is not being returned therefore not available for evaluation, the device was discarded by the customer. We cannot discern a root cause for the reported failure mode. This complaint cannot be confirmed. A manufacturing record evaluation was performed on 7-26-2019 for the finished device lot number, and no non-conformances were identified. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No nonconformances were identified for this part number, lot number combination per qlik query executed on (B)(6) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate